Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw water, and no issues were observed relating to needle fall off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode needle fall off. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported before using the bd preset¿ syringe with attached needle the needle had separated from the syringe hub. The following information was provided by the initial reporter. The customer stated: "before use, the needle had fallen off."